Event description:
The cam02 monitor which was connected to the pt and worked well, stopped working (no value on the screen) and the alarm was ringing. The hosp changed the monitor with caution as the calibration needed to be done before insertion of the probe in the brain.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.